Event description:
Pt got an infection approx 5 days after surgery near the catheter. There was nothing wrong with the incision. Four days after surgery, the initial pump ran out and was replaced with a new pump. Within 24 hrs of the second pump being connected, the symptoms of an infection were observed at the catheter site. Pt was given medication for the infection, but pump was continued. Pt is doing fine. Pump was thrown out so it will not be returned for analysis. Lot # is unk.

Manufacturer narrative:
Evaluation summary: the device involved in this incident was discarded at the facility. Without the actual product or the lot number, a complete analysis cannot be conducted. The information contained herein is based on the information provided by the initial reporter. If additional information that is pertinent to this event becomes available, I-flow will submit a follow-up report.